Manufacturer narrative:
The following other devices were also listed in this report: accolade tmzf stem; cat# unknown; lot# unknown, ceramic head; cat# unknown; lot# unknown, trident shell; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the female patient was reviewed in clinic on (B)(6) 2016 with a 4 year history of squeaking of the hip, and the onset of pain which came on during 2016.

Manufacturer narrative:
An event regarding squeaking involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device is not under the scope of a recall. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The surgeon reported that the female patient was reviewed in clinic on (B)(6) 2016 with a 4 year history of squeaking of the hip, and the onset of pain which came on during 2016.